Event description:
Additional information received indicates that troubleshooting like laboratory analysis, physician examination and x-rays were taken prior to the revision surgery. The ipg pain at the ipg pocket site has been resolved.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg pocket site. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was relocated to a new site to address the issue.